Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to confirm unexpected restart alarm due to keypad unresponsive. The pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, and missing end cap sticker.

Event description:
The customer reported via phone call indicating a button error and unexpected restart alarm on the insulin pump. The customer's blood glucose was 111 mg/dl. The customer stated that the pump gave her an unexpected restart alarm after changing out the batteries. The customer stated that the keypad is not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.